Event description:
It was reported that the insulin pump alarmed for button error and could not be cleared. No buttons were pressed for 3 minutes or longer. The reporter had been treating with manual injections since the alarm occurred. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. Intermittent button response due to moisture damage on keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clipslot, cracked reservoir tube lip and missing end cap sticker noted. (B)(4).